Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the gaskets of (2) 355lds and (1) 511sd tore. All three trocars were replaced and the case was concluded without further incidents. There was no consequence to the patient.